Event description:
New information received notes that the patient experienced a syncopal episode that required CPR to resolve. The lead was capped on april 6 2023 and replaced. The patient was stable.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. Increased pacing impedance, capture threshold, and variation in r-wave amplitude was also noted. Programming changes were successfully completed. The patient was stable and asymptomatic.